Manufacturer narrative:
Covidien technical support engineer troubleshot this issue with the customer over the phone. The customer was advised to perform ground isolation test and replace the safety valve if needed.

Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event.